Manufacturer narrative:
Amendment corrected fields: this event is no longer reportable since information from the field clarified there no issues with this lead and it remains in service.

Event description:
It was reported that this right atrial (ra) lead presented noisy signals and lack of capture, so it was explanted. No additional patient effects were reported. Information from the field clarified there no issues with this lead and it remains in service.

Event description:
It was reported that this right atrial (ra) lead presented noisy signals and lack of capture, so it was explanted. No additional patient effects were reported.